Event description:
It was reported that there were ventricular signals on the atrial electrogram (egm), possibly due to a dislodgement of the right atrial (ra) lead. The lead remains in use, and no further updates are available at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).